Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Salpingectomy - upon deployment the bag came off the prongs and the prongs were exposed within the patient's body cavity. An additional bag was used and the doctor experienced the same issue. The product is not returning because it was disposed of after the procedure. Patient status - no patient injury.